Event description:
A other-health care professional reported that even after reducing the cut rate, it was not efficient in cutting before vitrectomy surgery. The surgery was completed replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).